Event description:
During follow-up, post-paced t wave oversensing was observed on the device. The device was reprogrammed and inadequate low voltage output was observed. The patient was stable and there were no adverse consequences.